Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the waterbag spike became disconnected from the feedset tube of an mr290v vented autofeed humidification chamber after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) and was visually inspected. Results: the water bag spike was returned separated from the water feedset tube. Sufficient amount of glue was found around the spike tubing connection, and the glue was slightly sticky. A lot check revealed one other complaint of this nature for lot number 120530. Conclusion:we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. This suggests that the damage developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).